Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via email of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer tested his blood glucose readings again and it dropped down to 380 mg/dl. The customer stated that he was not hospitalized. The customer was advised to keep an eye on his blood glucose. The customer was advised to call back if he has any questions or concerns.